Manufacturer narrative:
Result: the event occurred because of untrained staff installed a wrong footboard to the bed. A stryker field service technician visually and functionally performed tests after installing a new and correct footboard, and confirmed that the bed met and performed to specification.

Event description:
It was reported by service report that scale and bed exit were not working properly. No patient involvement or adverse consequences were reported.